Manufacturer narrative:
The insulin pump was received with all operating currents within specification. The device passed functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The device was received with minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level at the time of the incident was over 1000 mg/dl. Customer has been in the hospital 2 times in the same week as a result of high blood glucose levels. Customer advised that they woke up and did a bolus two separate times; however, their blood glucose did not go down so they went to the hospital. Customer was wearing the insulin pump when they were admitted to the emergency room. Customer declined to troubleshoot the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.